Manufacturer narrative:
The device was not returned to evaluation; however, a field service engineer inspected the device. It was noticed that the device was showing errors 58, 200 and 202 intermittently, and the chiller unit and the debris shield were defective. Both components were replaced, and tests checks were performed. The device was performing as expected after the repairs. Most likely the chiller unit could have affected the device performance leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that before the procedure, the device was showing error 58, 200 and 202. The procedure was cancelled. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that before the procedure, the device was showing error 58, 200 and 202. The procedure was cancelled. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.